Manufacturer narrative:
Investigation of the event is currently in progress. A follow-up report will be submitted when additional information becomes available.

Event description:
The user facility reported that multiple lightheads to their harmonyair a-series lighting systems are "cracking" subsequently causing "pieces" to fall onto surgical tables. No report of injury.